Event description:
It was reported that during initial implant procedure, there was difficulty inserting a lead inside the pacemaker. The physician attempted to loosen the screw but it could not be loosened. The device was replaced. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.